Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical medfusion pump had force sensor failure. There was no reported adverse event.